Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical germany. During the investigation it was noted that the reported problem relating to the electrical safety test failed was verified. As a result, the analog board will be replaced to remedy the problem. No emerging trend based on similar reports.